Event description:
Deploying olympus hanarostent - sheath separated from deployment handle. Stent did not deploy in pt. Stent exchanged out and sent back to MFR. Viabilt stent placed with no issue. Incident filed with MFR.